Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and performed testing; the philips patient information center ix (pic ix) passed all performance tests. There was no operating problem detected; arrhythmia alarms (yellow and red) and invasive pressure alarms (yellow only) sounded at the monitor and at the control panel. The fse rebooted the device, did a full check and red alarm sound test. Log files form the pic ix and associated bedside monitor (mx700) were obtained by the fse, and were sent to a philips clinical application specialist (cap), and product support engineer (pse).the pse and cap were provided the log information; they were not provided any trend data or wave strips of the time showing the event, and they were not given the list of alarms shown at the monitor. Based on the pse and the cap review of the logs, they determined the pic ix showed no data in the audit log at the time in question. The audit log does not contain information from 04:32:57 to 05:03:03 on 09jan2023. It was verified from the configuration file that alarms were not in a latched configuration, indicating the alarms will stop on their own if the condition resolves without intervention from the user. The cap indicated that they did see an artm alarm at 04:28:48 for a pressure of 337. The IFU states , ¿you can monitor for alarm conditions in systolic, diastolic and mean pressure, either singly or in parallel. Only one alarm is given, with the priority of mean, systolic, diastolic.¿ per the pse, there were no errors in the pic ix logs indicative of an application problem, however, the pse did see a number of alarm interactions in the clinical audit log, from 4:01 to 4:27, though there was a gap from 4:27-5:30. The pse saw where the patient admit/discharge/transfer (adt) came in at 4:01, and there was a selection made. The pse did not see that the patient was admitted to the sector until 5:53. Based on the information available and the testing conducted, the cause of the reported problem was due to the configuration of the system alarms being set to ¿not latched¿.

Manufacturer narrative:
Information received on 24jan2023 indicating that the date the allegation was received by philips was 12jan2023.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that a patient in room 8 on the levy unit received a bolus of noradrenaline, causing his blood pressure to rise to 240 systolic and his bradycardia to 35bpm. The doctor had to manage the hypertension in order to preserve his cardiac function, creating a life-threatening emergency situation to which none of the caregivers were alerted by the monitor present in the room, and from the central station, despite the correct setting of the alarms programmed beforehand. The setting and the verification of the alarms of the monitor were carried out and this at the introduction of noradrenaline. The resuscitator, who fortuitously came to the room after orotracheal intubation to verify the efficiency of the introduction of noradrenaline, also noted the abnormal constants indicated on the room's monitor, and questioned the caregivers in order to contribute to the management of this vital emergency situation. Absence of audible and visual signals on all the scopes in the levy unit of the surgical reanimation department.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient in room 8 on the levy unit received a bolus of noradrenaline, causing his blood pressure to rise to 240 systolic and his bradycardia to 35bpm. The doctor had to manage the hypertension in order to preserve his cardiac function, creating a life-threatening emergency situation to which none of the caregivers were alerted by the monitor present in the room, and from the central station, despite the correct setting of the alarms programmed beforehand. The setting and the verification of the alarms of the monitor were carried out and this at the introduction of noradrenaline. The resuscitator, who fortuitously came to the room after orotracheal intubation to verify the efficiency of the introduction of noradrenaline, also noted the abnormal constants indicated on the room's monitor, and questioned the caregivers in order to contribute to the management of this vital emergency situation. Absence of audible and visual signals on all the scopes in the levy unit of the surgical reanimation department. A philips remote service engineer (rse) provided further information indicating that no malfunction was found on the philips information center ix (pic ix), and that it is functioning as intended. A reboot of the device was performed to resolve the issue, and full check and red alarm sound test was performed. The cause of the red alarms not sounding was unknown. Caregivers were present in the patient room at the time of the hypertensive and bradycardic episodes. Intervention was performed to treat the patient; the patient was intubated. Further review of the available logs is expected. A follow-up report will be submitted upon completion of the investigation.